Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code: 2434 - neck stiffness.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on 08/20/2025, the patient was driving and didn't notice that her readings were low because she didn't receive any alerts. The cgm reading was low (less than 40 mg/dl) and the bg reading was 44 mg/dl. When the patient realized her readings were low, she was unable to react due to being disoriented. The patient is only able to recall that she got into a car accident and hit a tree. A bystander called 911 and she was taken to the hospital by an ambulance. Upon arrival, she was treated with a glucose IV. The patient was unable to recall her blood glucose at the time. The patient¿s sensor was removed, and the receiver was left in her car. The patient was discharged the next morning on (B)(6) 2025 with a blood glucose of approximately 200 mg/dl. At the time of the report, the patient still had stiff neck and body pain. There was no documentation of further medical evaluation or intervention. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.